Manufacturer narrative:
(B)(4). This death is being reported against the disposable as there was no information available to confirm the patient's use of the home choice cycler. The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous consumer report from (B)(6) of death of a female patient coincident with dianeal unknown therapy. On an unknown date, the patient began dianeal unknown therapy. On (B)(6) 2011, a person contacted baxter (B)(4) technical service center and stated that the patient had died. There was no allegation of device malfunction. On (B)(6) 2011 follow up information was received from the physician. On (B)(6) 2011, the physician want and saw the patient at their home. The patient was well and the pd therapy was ongoing. On an unreported date, the patient's family reported to the physician that the patient had died at a hospital on (B)(6) 2011. Per the physician, this event was not related to pd therapy because the patient had been well and the pd therapy had been running smoothly. No further information was available.